Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine (unknown concentration) at 0.006 ml/day via an implantable pump. The indication for use was not reported. It was reported the pump would be turned off/shut down on (B)(6) 2019 due to an unknown malfunction and frequent problems with the therapy. Therapy had faded out over the last weeks, and infusion had been set to minimum rate. There was no pump alarm. It was unknown if any environmental, external or patient factors might have led or contributed to the event. There were no diagnostics/troubleshooting performed. Explant was scheduled for (B)(6) 2019. The issue was not resolved. However, the patient's status was alive - no injury. The implant date was unknown. The return status of the pump was unable to be determined. The manufacturer representative asked the hcp to advise the patient to let the explanting physician return the explanted pump. It was unknown when the event occurred. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported the pump had ¿probably been explanted (not in the hcp¿s hospital)¿. The exact date of explant was unknown. It was unknown if the pump had been/would be returned to the device manufacturer; the hcp had been advised to return the pump after explant.